Event description:
The patient underwent a full revision on (B)(6) 2012. The devices will not be returned to the manufacturer as the hospital does not return explants. Attempts for additional information have remained unsuccessful.

Event description:
It was reported that high lead impedance was observed upon interrogation of the patient's device at a follow up appointment. The physician suspects that a lead fracture may have occurred due to trauma that the patient experiences during his drop seizures. The generator has since been disabled and the patient has been scheduled for a revision procedure. Revision is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.